Event description:
It was reported that the system was constantly booting up to a "ups failure error". This can prevent the system from being usable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.